Event description:
The customer reported to olympus, the high frequency unit "esg-400" displays error code e433 (internal software or hardware error). The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The intended procedure was canceled, and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to suppress these voltage peaks. They can be configured for three different voltage ranges. When the esg-400 is started, this diode chain is checked for short circuit (short) or high impedance (open) under various conditions; however, a definitive root cause could not be established as the malfunction was not confirmed. Olympus will continue to monitor field performance for this device.